Manufacturer narrative:
A field service engineer (fse) was dispatched and found the cup transfer z axis motor failing internally. The fse installed a new cup transfer z axis stepper motor and verified all cup transfer alignments. He then performed multiple cup transfer evaluations and controls, and no errors were encountered. A complaint and service history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were no complaints during this period that were similar to the present issue. The aia-900 operator's manual was reviewed and section 12 was found to clearly address cup transfer z axis stepper motor failure. The probable cause of the event was related to cup transfer z axis stepper motor failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 a customer reported that they can not get their aia-900 analyzer to reset or do anything. The customer was unable to run patient samples, which resulted in a potential dealy in reporting results for progesterone and estradiol. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.